Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent implanted in unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat a chronic total occlusion (cto) of mid lad. The vessel was heavily calcified with moderate tortuosity. Two guide wires were unable to get through the cto. A pilot 50 was able to cross. Several balloon dilatations were performed prior to all stenting attempts. Several attempts were made to place another company's stent, but it kept hanging up in the proximal lad disease. Another company's stent was deployed in the proximal lad to aid in passage to the mid-distal lad. Two more stents of another company were unsuccessful in advancing distal and as they were being pulled into the guide catheter, the stent would start stripping off the balloon; however, they did not dislodge. An attempt was then made to advance the promus, but it was also unsuccessful and when trying to pull it into the guide catheter, the stent stripped off the balloon completely straddling the lm into the ostium of the lad, jailing off the cx artery. The pt remained completely asymptomatic and was stable despite this. A balloon pump was used to protect the patient in case she became ischemic. Several attempts to snare the stent, but were unsuccessful. Another company's balloon was used to move the stent into the proximal lad and another balloon deployed the stent successfully at an unintended site, with no harm to the pt. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.